Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately eight days post implant a warning was alerted for low impedance on the right atrial (ra) lead. It was also reported thresholds have increased and are high, sensing has decreased and impedance is trending downward. It was also noted that the right ventricular (rv) lead was pulled back and loss of slack was noted. The ra lead was explanted and replaced. The rv lead was repositioned and remain in use. No patient complications have been reported as a result of this event.